Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that impedance measurements were taken on date notified, which showed as 33 ohms on 0-1, and 35 ohms on (B)(6). There were no therapy issues, and no change in recharge interval, with the patient programmed on contacts -1 +2 +8 -9 -10. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Additional information was received. It was reported some electrodes were out of range. The contact 0 <(>&<)>1 had an impedance of 33 ohms and the contact 9 <(>&<)> 11 had 35 ohms. No further complications are anticipated.